Event description:
Procedure performed: laparoscopic cholocystectomy event description: during surgery, the clips were not closing completely resulting in the bleeding of the cystic artery. So the surgeon used other company's clip applier and in that way there was no injury of the patient. The surgeon, who performed the operation, also informed us that the 7th or 8th clip turned blue. Information received from distributor via email on (B)(6)2023: the clip fully loaded into the jaws upon actuation. The trigger was squeezed "plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier and did not use the clip applier to do so. Both the apex and tip did not close. Usually, the particular surgeon uses a maximum of 6 clips as he is very experienced. Due to the bleeding he used a few more, but it cannot be confirmed how many more. The doctor mentioned 7-8 clips were fired. No other instrument was being used during ligation. Additional information received from distributor via email on (B)(6) 2023: there was no pre-firing of the clip applier. The surgeon noticed that the clips had not closed when there was bleeding from the cystic artery. The clips came off the vessel, and all of them were retrieved. Patient status: no injury to the patient intervention: surgeon used other company's clip applier

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The event unit was visually inspected and no non-conformances were observed. Testing was unable to be performed as the event unit was locked out upon return. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.the probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholocystectomy. Event description: during surgery, the clips were not closing completely resulting in the bleeding of the cystic artery. So the surgeon used other company's clip applier and in that way there was no injury of the patient. The surgeon, who performed the operation, also informed us that the 7th or 8th clip turned blue. Information received from distributor via email on 3-mar-2023: the clip fully loaded into the jaws upon actuation. The trigger was squeezed "plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier and did not use the clip applier to do so. Both the apex and tip did not close. Usually, the particular surgeon uses a maximum of 6 clips as he is very experienced. Due to the bleeding he used a few more, but it cannot be confirmed how many more. The doctor mentioned 7-8 clips were fired. No other instrument was being used during ligation. Additional information received from distributor via email on 16mar23: there was no pre-firing of the clip applier. The surgeon noticed that the clips had not closed when there was bleeding from the cystic artery. The clips came off the vessel, and all of them were retrieved. Patient status: no injury to the patient. Intervention: surgeon used other company's clip applier.